Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for investigation. Visual examination revealed multiple large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate. (If larger introducer needle is used, vessel may be pre-located with 22 ga. Locater needle and syringe.)" The returned introducer needle was connected to a lab inventory ars to functionally test. The syringe and needle could not aspirate water due to the severity of the damage on the needle hub. A water-filled lab inventory syringe was attached to the introducer needle. When the syringe/needle assembly was used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was not within the specified range per iso 594-1:1986 due to the severity of the damage on the needle hub. A device history record review was performed with no relevant findings. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained multiple cracks in the hub. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hub is broken off during insertion." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "the hub is broken off during insertion." No patient harm reported. The device was replaced. The patient's condition is reported as fine.